Event description:
According to medwatch form, a motor vehicle accident, pt with "flail chest" was reported. Chest tube was connected to chest drainage unit. Water container level was not filled to level specified in instructions. This was a user error. User only filled it to 5cm/rather than 20cm. Pt experienced crepitus and required intubation."